Event description:
I&d of a tha with mdm insert, liner and head replaced due to wound site infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#modular dual mobility insert ; cat#626-00-42e ; lot#unknown. Device name#uni adaptor sleeve v40 ti ; cat#6519-t-100 ; lot#unknown. Device name#delta un.fem hd 28mm r28 16/18 ; cat#6519-1-028 ; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.